Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that during an infusion, a chemotherapeutic medication leaked from some place around the filter. There was no patient harm.